Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to infection. The patient presented in the hospital with complaints related to the infection and had a fever. The patient did well during the procedure and was treated with antibiotics.